Event description:
It was reported to tyco healthcare/kendall in 2006 that a customer had a problem with a dialysis catheter. The customer states that at the start of treatment, when the 2 branches were irrigated with 0.9% nac1, a visible leak occurred above the arterial branch close to the red hub. No micro-bubbles were noticed. The device was inserted 2006. The sample is being returned for examination.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be submitted.